Manufacturer narrative:
Complaint internal reference: (B)(4).

Event description:
It was reported that the plaintiff underwent a left hip acetabular revision surgery on (B)(6) 2022 due to acetabular loosening and implant failure. The patient was taken to the recovery room in stable condition. (Case (B)(4).

Manufacturer narrative:
Additional information added: b1, b2, h3, h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, although acetabular loosening was reported, the revision operative report did not note findings consistent with the reported loosening or to indicate a root cause. It cannot be concluded the osteolysis was associated with a mal performance of the implant or implant failure. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. No further clinical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, patient condition, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: h6 (health effect - clinical code).